Event description:
It was reported it was difficult to put the patient into vf for dft testing and could not convert the patient with the current lead system. Programming options discussed. The leads & device remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The 6949 lead is part of the advisory for this model.